Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device did not have any external damage. Unable go into event history log due to blank screen and constant alarm found at power up. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be caused by an incomplete upload process from base to head by customer. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4 full UDI number: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarms going off but nothing else comes up on the screen except for a line/all the leds are lit up. No adverse patient effects were reported by the customer.